Manufacturer narrative:
The field service engineer determined there was an issue with the rinse station water level and cells were overflowing. The rinse nozzle tip was replaced and the rinse nozzle tubing was checked. The gear pump pressure was low and was adjusted. The probe washing pressure and the rinse water pressure were checked. The rinse water pressure was adjusted. A water flow rate adjustment was performed. A cell blank measurement was performed. The customer ran controls and these were okay. A carryover check was performed. Precision studies were performed and passed. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 34.3 mg/dl, which repeated as 84.7 mg/dl. The glucose reagent lot number and expiration date were asked for, but not provided.